Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was not thinking about charging their device in (B)(6) 2017 due to the illness and death a parent. The patient had stated "it was working, then it wasn't." The patient didn't try charging. The patient had to fully charge the ins 4 times before it would hold a charge long enough to clear the power on reset (por). The por was cleared on (B)(6) 2017. The patient was able to charge the ins, but was having to charge daily. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the ins had gone into over discharge in (B)(6) 2017. The rep met with the patient on (B)(6) 2017 and told the patient to recharge their ins and perform a physician mode reset (pmr). On (B)(6) 2017, it was noted the rep wanted to discuss damage to the ins from the over discharge because the patient had charged their ins fully and in the morning it was already depleted. No symptoms were reported. No further complications were reported.